Event description:
It was reported that on literature review "clinical observation of intramedullary nail intertan combined with anti-osteoporosis treatment for senile osteoporotic proximal femoral fracture", one patient suffered from an incision infection after having surgery with the intertan system. It is unknown how the adverse event was resolved. The outcome of the patient is unknown. No further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4). Clinical observation of intramedullary nail intertan combined with anti-osteoporosis treatment for senil osteoporotic proximal femoral fracture. Kong xiang-tao. Zhang hu. Ren shuai-shuai department of orthopedics, xinxiang second people¿s hospital, xinxiang 453000, p. R. China. Doi: 10.19790/j.cnki.jcm.2019.11.15.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per subsequent e-mail, this complaint was source from a literature review and no further information is available. Therefore, without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded. No further medical assessment is warranted at this time. Should any additional relevant medical information be provided, this case would be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.